Manufacturer narrative:
The calibration was acceptable. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable calcium gen.2 results for 2 patient samples on a cobas 8000 c702 module. Patient 1: the initial result was 4.5 mg/dl. The result was considered to be critically low, and the sample was repeated. The repeated result was 7.7 mg/dl. The sample was repeated on another module and the result was 7.6 mg/dl. The result of 7.6 mg/dl was believed to be correct. Patient 2: the initial result was 5.8 mg/dl. The result was considered to be critically low, and the sample was repeated. The repeated result was 9.0 mg/dl. The sample was repeated on another module and the result was 8.6 mg/dl. The result of 8.6 mg/dl was believed to be correct.

Manufacturer narrative:
The reagent lot number is 88207801 with an expiration date of 31-aug-2026. The field service representative found that the rinse water, cell blank, and detergent volumes were out of specification. He adjusted the volumes and performed checks and tests with acceptable results. The investigation is ongoing.